Event description:
The following has been reported: nurse reported: infusion unit has 4 leaking set003225 from the same box lot# fa25h01028. Pulled from the shelf and what they had in infusion (115 sets). According to one of the infusion nurses they could not tell where the leaking was coming from but the tubing was wet under the pump cassette. No patient harm. However, it did result in a small chemo-therapy spill. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.